Event description:
During coil embolization, the coil could not be advanced through the microcatheter. The femoral artery was accessed for coil embolization of the renal artery. The physician deployed five coils using prowler select microcatheter without any difficulty. Then when the sixth coil, a trufill pushable coil, was inserted into the microcatheter the coil got stuck inside the catheter. The catheter was flushed however the coil did not release from the microcatheter. It was required to withdraw the prowler select and approach the target with a different microcatheter that was able to deploy eight other trufill coils. The procedure ended successfully. There was no adverse consequence to the patient reported.